Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on an unknown date for unspecified reasons. A new aus device consisting of a 5.0cm cuff, 61cm prb and control pump was implanted at the surgery. No patient complications were reported in relation with this event.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed on an unknown date for unspecified reasons. A new aus device consisting of a 5.0cm cuff, 61cm prb and control pump was implanted at the surgery. The complaint component was not returned for analysis and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.